Event description:
It was reported by service report that the scale would not zero, and would display a call for service. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: faulty foot left load cell was unresponsive, and it disabled all scale and bed exit functions.